Event description:
According to the customer contact, on (B)(6) 2026, the 4x4 gauze x-ray product has fibers or strands coming off and are having to be pulled out of the wound.

Manufacturer narrative:
According to the customer contact, on (B)(6)2026, the 4x4 gauze x-ray product has fibers or strands coming off and are having to be pulled out of the wound. The facility reports no medical intervention or follow-up care was needed for the individual. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.